Event description:
It was reported that an ilet user experienced hyperglycemia to approximately 230 mg/dl after lunch, and the trainer¿s review indicated the user missed a meal announcement. The user also expressed dissatisfaction with the continuous glucose monitor (cgm) and the ilet. Symptoms included hyperglycemia. Outcomes included correction by allowing the ilet to address the elevated glucose. Investigation included trainer review of device data and user education. Investigation of this case revealed user error related to a missed meal announcement, with no alerts or alarms reported and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not in accordance with labeling, addressed through troubleshooting and education.